Event description:
Caller reported tandem mobi cartridge alarm which occurred during the load process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer successfully reloaded the cartridge and resumed insulin therapy after receiving guidance from customer support on the correct procedure for loading cartridges, which they understood and acknowledged. Issue was resolved without the need for further troubleshooting.